Event description:
The facility reported that an attempt was made to use the device to administer defibrillator therapy to a pt. The device reached a charge ready state. At this time it was alleged that device defibrillator energy could not be delivered to the pt. Pt outcome was not reported.